Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 2 months after the dental implant in ada site 10 was placed, the implant failed to osseointegrate in type iii bone. Clinician noted granulated tissue surrounding the implant, a local infection and bone loss. A bone graft was completed after the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 2 months after the dental implant in ada site 10 was placed, the implant failed to osseointegrate in type iii bone. Clinician noted granulated tissue surrounding the implant, a local infection and bone loss. A bone graft was completed after the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).